Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During device preparation, prior to installation of the first patient, upon turning on the ensite x system there was a strong burning smell, smoke, and sparks in the power supply. The system was unplugged and it was noted that the unit and the cable were melted. The scheduled procedure was cancelled. The unit was replaced and the subsequent procedure was performed without issues.

Manufacturer narrative:
One ensitex isolation transformer 240 volt for evaluation at (B)(6). The reported event was able to be duplicated by visual inspection and resistance testing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to physical contact (or lack of isolation) of the male input power module of the isolation transformer hot lead to ground.